Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported having used the gastrointestinal videoscope on an unknown number of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received with 20 colony forming units (cfus) of gram-positive cocci and bacilli in the first and second samples. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the complaint investigation, as well as update to field g1. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus hmi results 1st sampling: conform. Sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end. Bacterial identification: bacillus cereus. The device was evaluated where additional potential adverse events were confirmed: the jet tube had foreign objects and the air/water tube had foreign objects. The foreign object events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. A definitive root cause of the foreign object events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.